Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable prolactin results for one patient from two cobas e411 analyzers. A physician at the site believed the results generated from the e411 analyzers were erroneous. Refer to the medwatch with (B)(6) for the other cobas e411 analyzer. Serum and plasma samples were drawn from the patient. The serum sample was sent to a reference laboratory using siemens centaur chemiluminescence and the result was 8.8 ng/ml. The plasma sample was tested on the cobas e411 analyzer serial number (B)(4). The result on (B)(6) 2015 was 34.21 ng/ml and on (B)(6) 2015 was 36.45 ng/ml. On (B)(6) 2015, the serum sample was returned from the reference lab and was tested on cobas e411 analyzer serial number (B)(4) and the result was 13.96 ng/ml. On (B)(6) 2015, the plasma sample was repeated on cobas e411 analyzer serial number (B)(4) and the results were 31.12 ng/ml and 20.98 ng/ml. The results were reported outside the laboratory. The result from the reference laboratory was believed to be correct. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
A specific root cause could not be determined. Based on the provided data, a technical issue was not suspected. A sample-related issue such as "sample confusion" or contamination may have occurred.

Manufacturer narrative:
The field service representative could not determine a cause. He checked the probes, bead mixer paddle and other areas of the analyzer. As an additional preventive measure, he replaced a probe, tubing, probe seals, pinch tubing, and syringe seals. He also replaced a loose fitting top cover. He ran performance testing which all passed within specifications. The customer ran qc and all results recovered within guidelines.